Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v235031, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. (B)(4) pertains to ipg (njy132274h); (B)(4) pertains to tined lead (v235031); (B)(4) pertains to ipg (njy132274h) ; device codes (B)(4) pertains to tined lead (v235031); evaluation code pertains to tined lead (v235031).

Event description:
A manufacturer representative (rep) reported the right side implantable neurostimulator (ins) was removed, but the right lead was left in the patient. Additional information from the rep reported a correction and they stated the right ins was removed and the right lead was partially removed. The rep noted they placed a new ins and lead on the right side. The rep stated the ins on the right was at end of service and the lead was in the incorrect position per the healthcare professional (hcp). The rep noted the patient¿s lead was broken and unrecoverable. The indication for use is urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.